Manufacturer narrative:
Per tandem¿s t:flex user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate right after completing the load process. The customer's blood glucose level was 313 mg/dl and it was addressed with a bolus. The customer was able to load a new cartridge. Reportedly, the customer changes the cartridge every 10 days.